Event description:
A consumer reported that their thermometer had allegedly provided a false negative reading on their granddaughter, who has a history of febrile seizures. The device allegedly displayed a temperature of 100°f, and the child subsequently experienced a febrile seizure. The child was taken to the emergency room, where a high fever was allegedly confirmed. No additional medical details or patient outcome were provided.